Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, after ablating the right superior pulmonary vein, weakened phrenic nerve motion was observed. The procedure was stopped and fluoroscopy confirmed the phrenic nerve motion was weakened. The decision was made by the physician to abort the procedure to avoid further patient risk. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed; files show that nine injections were performed with no issues on the date of the procedure. The catheter was not returned for analysis. This is a clinical issue encountered during the procedure and there is no indication of a product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.